Event description:
The customer reported bellavista1000 us having low tidal volume issue, not delivering enough volume skimmed through logs and saw that plv is being activated. Furthermore, there was no patient associated with the event.